Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The full bed rail had a broken weld where the crossbrace locks into the rail.